Event description:
Pt reported obtaining a blood glucose result of 609 mg/dl, while using the advantage system. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Pt indicated that, at the time the result was obtained, he was not exhibiting symptoms of hyperglycemia. Pt did not modify therapy based on this result. No pt injury was reported and no treatment was received. Pt did not provide the location where unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped.